Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a false lead integrity alert (lia) triggered for non-sustained ventricular tachycardia episodes, high rate non-sustained episodes and a rise in high voltage impedance. As well, it was indicated that there was noise, high thresholds, t-wave oversensing (twos), and double counting. The patient underwent defibrillation testing and the lead was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.